Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after nearly fainting. Interrogation of the patient's pacemaker showed failure to capture on the right ventricular lead. The pacemaker is also suspected to have premature battery depletion. No revision was made.